Manufacturer narrative:
The company representative examined the system, verified the calibration and adjusted the offset. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. The root cause has not been determined. (B)(4).

Event description:
A doctor reported that the laser offset was out of adjustment and caused the laser to mark the edge of the intraocular lens (iol). As the mark occurred on the edge of the iol, it did not affect the patient's vision, and there was no harm to the patient.